Event description:
A pneumothorax was first suspected post-procedure. The patient had a 9 mm left lower lobe (lll) nodule located directly on the diaphragm, and the pneumothorax occurred at the same site where sampling was performed. A chest tube was placed, and the patient was admitted for two days and subsequently discharged. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
The physician did not attribute the pneumothorax to the galaxy system and expressed uncertainty regarding the precise cause. He noted that the lesion was a 9 mm nodule sitting directly on the diaphragm in the lll, and acknowledged the possibility that the biopsy needle may have contacted or passed through the diaphragm during sampling. However, video review did not support this concern, as no evidence was observed of the needle breaching the diaphragm at any point. Given the lesion's challenging location, proximity to the diaphragm, and the inherent limitations in needle visualization under fluoroscopy, combined with the absence of any reported malfunctions, this supports that the pneumothorax is most consistent with the known inherent risks of bronchoscopy and transbronchial biopsy.